Manufacturer narrative:
The device was received for investigation. A visual and functional check were performed. The physical condition of the pump indicated the device had been used. Functional testing was executed with a test device and the returned device passed testing. Delivery accuracy tests were performed, and the pump was found to be delivering properly and within specification. The pump passed all tests and was found to be operating properly. A device history review (DHR) was performed after the manufacturing of the device and prior to its release. No problems were identified during this device history review. The root cause cannot be established as no fault was found. D5- operator of device patient/consumer this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that an undelivered bolus occurred. No patient injury was reported.